Event description:
On 7/15/93, posterior spinal fusion, l4 to s1, using instrumentation. Three holes; 2 plates used, one each side, screws in lower holes broke and have caused constant lower back pain, loss of feeling in legs and feet. On 6/9/94, rptr then had anterior lumber interbody fusion, l4-5, l5-s1 using autologous left iliac crest bone graft at l5.s1 interspace with another co's titanium mesh cage supplemented by autologous bone at l4-5.